Event description:
It was observed that during the device evaluation, the air/water cylinder and the air/water tube of the colonovideoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water cylinder and the air/water tube of the colonovideoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. The customer provided the cleaning disinfection and sterilization (cds) processes where the use of simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus were not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.